Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure left fallopian tube fell out/essure - sp expulsion of 1 of the coils/migration of device endometrial cavity') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dvt, obesity, hypertension, migraine, joint pain, joint swelling, complex ovarian cyst, urinary tract infection, back pain, arthralgia, chondromalacia, panic attacks and chest tenderness. Previously administered products included for an unreported indication: aspirin and norco. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2013, piroxicam (paxil) since (B)(6) 2013, trazodone since (B)(6) 2013 and triamterene. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal infection ("vaginal infection"). In (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen, nsaids, paracetamol (acetaminophen) and surgery (left side was removed in 2014). At the time of the report, the device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, anxiety, depression and vaginal infection outcome was unknown. The reporter considered anxiety, depression, device expulsion, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: essure insertion date reported as 2005(per mr) (B)(6) 2009 (per pfs). Per mr it was reported as : essure placed in 2005 with removal of left-sided coil in 2010. Again it was reported as patient has essure on right side, left side was removed in 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.; on (B)(6) 2010: total bilateral occlusion. Ultrasound pelvis - on an unknown date: last menstrual period: (B)(6) 2015 uterus: 10.4 x 5.8 x 6.0 cm (sagittal x ap x transverse), enlarged. Anteverted. Transabdominal imaging, however, uterus becomes retroverted during transvaginal imaging. Heterogeneous echogenicity of myometrium. 1.5 x 1.3 x 1.2 cm subserosal fibroid posterior aspect of uterine body. Endometrial complex: incompletely visualized in this examination, likely secondary to the heterogeneous myometrium. Imaged portion measures approximately 0.4 cm in thickness, not thickened. Right ovary: 2.1 x 1.5 x 1.5 cm, 2.4 cc, not enlarged. 0.9 x 0.6 x 0.5 cm complex cyst contains internal echoes. Left ovary: 2.5 x 2.3 x 1.7 cm, 5.1 cc, not enlarged. No abnormal cysts or masses. Pelvic fluid: none. Impression: enlarged heterogeneous fibroid uterus. Endometrial complex is incompletely visualized in this examination. Imaged portion of the endometrial complex is not thickened. Morphologically normal left ovary. Right ovary contains a 0.9 cm complex cyst; on an unknown date: findings: fibroid/s: 1. Subserosal fundal myoma posteriorly to the right: 2.8 x 2.4 x 2.1 cm. Increased in size 2. Intramural fundal myoma posteriorly in midline: 3.0 x 3.0 x 2.6 cm. New 3. Subserosal fundal myoma anteriorly: 2.6 x 2.2 x 2.1 cm. 4. Midline subserosal myoma: 2.1 x 1.9 x 1.8 cm. New additional smaller fibroids are also present. Right ovary: the right ovary is not seen. This is because of the presence of fibroids and bowel gas. -simple cyst = 1.4 x 1.1 x 1.1 cm impression: multiple uterine fibroids. Many are new or increased in size since the prior examination of 2015. Small cyst, left ovary. Free pelvic fluid. Right ovary is not seen. Urine analysis - on an unknown date: 8.0: ph, ua appearance: cloudy crystals-present crystal type- calcium oxalate. Concerning injuries reported in this case the following one/ones were described in patient medical records : device expulsion it confirms events as pelvic pain, device expulsion, anxiety quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-nov-2019: pfs received: new event "vaginal infection" were added incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation') and device expulsion ('essure left fallopian tube fell out/essure - sp expulsion of 1 of the coils/migration of device endometrial cavity') in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dvt, obesity, hypertension, migraine, joint pain, joint swelling, complex ovarian cyst, urinary tract infection, back pain, arthralgia, chondromalacia, panic attacks and chest tenderness. Previously administered products included for an unreported indication: aspirin and norco. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2013, piroxicam (paxil) since (B)(6) 2013, trazodone since (B)(6) 2013 and triamterene. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal infection ("vaginal infection"). In (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On (B)(6) 2010, the patient experienced perforation (seriousness criteria medically significant and intervention required), 1 year 1 month after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen, nsaids, paracetamol (acetaminophen) and surgery (essure removal and left side was removed in 2014). Essure was removed on (B)(6) 2011. At the time of the report, the perforation, device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, anxiety, depression and vaginal infection outcome was unknown. The reporter considered anxiety, depression, device expulsion, menorrhagia, pelvic pain, perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: essure insertion date reported as 2005(per mr) (B)(6) 2009 (per pfs). Per mr it was reported as : essure placed in 2005 with removal of left-sided coil in 2010. Again it was reported as patient has essure on right side, left side was removed in 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.; on (B)(6) 2010: total bilateral occlusion. Ultrasound pelvis - on an unknown date: last menstrual period: (B)(6) 2015 uterus: 10.4 x 5.8 x 6.0 cm (sagittal x ap x transverse), enlarged. Anteverted. Transabdominal imaging, however, uterus becomes retroverted during transvaginal imaging. Heterogeneous echogenicity of myometrium. 1.5 x 1.3 x 1.2 cm subserosal fibroid posterior aspect of uterine body. Endometrial complex: incompletely visualized in this examination, likely secondary to the heterogeneous myometrium. Imaged portion measures approximately 0.4 cm in thickness, not thickened. Right ovary: 2.1 x 1.5 x 1.5 cm, 2.4 cc, not enlarged. 0.9 x 0.6 x 0.5 cm complex cyst contains internal echoes. Left ovary: 2.5 x 2.3 x 1.7 cm, 5.1 cc, not enlarged. No abnormal cysts or masses. Pelvic fluid: none. Impression: enlarged heterogeneous fibroid uterus. Endometrial complex is incompletely visualized in this examination. Imaged portion of the endometrial complex is not thickened. Morphologically normal left ovary. Right ovary contains a 0.9 cm complex cyst; on an unknown date: findings: fibroid/s: 1. Subserosal fundal myoma posteriorly to the right: 2.8 x 2.4 x 2.1 cm. Increased in size 2. Intramural fundal myoma posteriorly in midline: 3.0 x 3.0 x 2.6 cm. New 3. Subserosal fundal myoma anteriorly: 2.6 x 2.2 x 2.1 cm. 4. Midline subserosal myoma: 2.1 x 1.9 x 1.8 cm. New additional smaller fibroids are also present. Right ovary: the right ovary is not seen. This is because of the presence of fibroids and bowel gas. -simple cyst = 1.4 x 1.1 x 1.1 cm impression: multiple uterine fibroids. Many are new or increased in size since the prior examination of 2015. Small cyst, left ovary. Free pelvic fluid. Right ovary is not seen. Urine analysis - on an unknown date: 8.0: ph, ua appearance: cloudy crystals-present crystal type- calcium oxalate. Concerning injuries reported in this case the following one/ones were described in patient medical records : device expulsion it confirms events as pelvic pain, device expulsion, anxiety quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of ptc (product technical complaint) based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of perforation ('perforation') and device expulsion ('essure left fallopian tube fell out/essure - sp expulsion of 1 of the coils/migration of device endometrial cavity'). In a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: dvt, obesity, hypertension, migraine, joint pain, joint swelling, complex ovarian cyst, urinary tract infection, back pain, arthralgia, chondromalacia, panic attacks and chest tenderness. Previously administered products included, for an unreported indication: aspirin and norco. Concomitant products included: medroxyprogesterone acetate (depo provera) since 24-feb-2013, piroxicam (paxil) since 10-aug-2013, trazodone since 10-aug-2013 and triamterene. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and vaginal infection ("vaginal infection"). In (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems, condition: mental anguish") and depression ("psychological or psychiatric problems, condition: depression"). On (B)(6) 2010, the patient experienced perforation (seriousness criteria medically significant and intervention required), 1 year 1 month after insertion of essure. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen, nsaids, paracetamol (acetaminophen) and surgery (essure removal and left side was removed in 2014). Essure was removed on (B)(6) 2011. At the time of the report, the perforation, device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, anxiety, depression and vaginal infection outcome was unknown. The reporter considered anxiety, depression, device expulsion, menorrhagia, pelvic pain, perforation, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted: essure insertion date reported as: 2005(per mr) (B)(6) 2009 (per pfs). Per mr it was reported as: essure placed in 2005 with removal of left-sided coil in 2010. Again it was reported as: patient has essure on right side, left side was removed in 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date, result: essure device was successfully occluded. On (B)(6) 2010, total bilateral occlusion. Ultrasound pelvis: on an unknown date, last menstrual period: (B)(6) 2015. Uterus: 10.4 x 5.8 x 6.0 cm (sagittal x ap x transverse), enlarged. Anteverted. Transabdominal imaging. However, uterus becomes retroverted, during transvaginal imaging. Heterogeneous echogenicity of myometrium: 1.5 x 1.3 x 1.2 cm. Subserosal fibroid posterior aspect of uterine body. Endometrial complex: incompletely visualized in this examination, likely secondary to the heterogeneous myometrium. Imaged portion measures approximately 0.4 cm. In thickness, not thickened. Right ovary: 2.1 x 1.5 x 1.5 cm., 2.4 cc, not enlarged. 0.9 x 0.6 x 0.5 cm. Complex cyst contains internal echoes. Left ovary: 2.5 x 2.3 x 1.7 cm., 5.1 cc, not enlarged. No abnormal cysts or masses. Pelvic fluid: none. Impression: enlarged heterogeneous fibroid uterus. Endometrial complex is incompletely visualized in this examination. Imaged portion of the endometrial complex is not thickened. Morphologically normal left ovary. Right ovary contains a 0.9 cm. Complex cyst, on an unknown date findings. Fibroid/s: 1. Subserosal fundal myoma posteriorly to the right: 2.8 x 2.4 x 2.1 cm. Increased in size. 2. Intramural fundal myoma posteriorly in midline: 3.0 x 3.0 x 2.6 cm. New. 3. Subserosal fundal myoma anteriorly: 2.6 x 2.2 x 2.1 cm. 4. Midline subserosal myoma: 2.1 x 1.9 x 1.8 cm. New. Additional smaller fibroids are also present. Right ovary: the right ovary is not seen. This is because of the presence of fibroids and bowel gas: simple cyst = 1.4 x 1.1 x 1.1 cm. Impression: multiple uterine fibroids. Many are new or increased in size since the prior examination of 2015. Small cyst, left ovary. Free pelvic fluid. Right ovary is not seen. Urine analysis: on an unknown date, 8.0: ph, ua. Appearance: cloudy. Crystals present. Crystal type: calcium oxalate. Concerning injuries reported in this case the following one/ones were described in patient medical records: device expulsion: it confirms, events as pelvic pain, device expulsion, anxiety quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020, pfs received: event perforation added. Essure insertion and removal date, reporter added. Based on the available information. A review of our complaint records and other relevant data will be conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('essure left fallopian tube fell out/essure - sp expulsion of 1 of the coils') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dvt, obesity, hypertension, migraine, joint pain, joint swelling, complex ovarian cyst, urinary tract infection, back pain, arthralgia, chondromalacia, panic attacks and chest tenderness. Previously administered products included for an unreported indication: aspirin and norco. Concomitant products included medroxyprogesterone acetate (depo provera) since (B)(6) 2013, piroxicam (paxil) since (B)(6) 2013, trazodone since (B)(6) 2013 and triamterene. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain ("pelvic area pain"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)") and menorrhagia ("abnormal bleeding (vaginal, menorrhagia)"). In (B)(6) 2009, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). The patient was treated with ibuprofen, nsaids, paracetamol (acetaminophen) and surgery (left side was removed in 2014). Essure treatment was ongoing at the time of the report. At the time of the report, the device expulsion, pelvic pain, vaginal haemorrhage, menorrhagia, anxiety and depression outcome was unknown. The reporter considered anxiety, depression, device expulsion, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: essure insertion date reported as 2005 (per mr) (B)(6) 2009 (per pfs). Per mr it was reported as : essure placed in 2005 with removal of left-sided coil in 2010. Again it was reported as patient has essure on right side, left side was removed in 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: result: essure device was successfully occluded.; on (B)(6) 2010: total bilateral occlusion. Ultrasound pelvis - on an unknown date: last menstrual period: (B)(6) 2015. Uterus: 10.4 x 5.8 x 6.0 cm (sagittal x ap x transverse), enlarged. Anteverted. Transabdominal imaging, however, uterus becomes retroverted during transvaginal imaging. Heterogeneous echogenicity of myometrium. 1.5 x 1.3 x 1.2 cm subserosal fibroid posterior aspect of uterine body. Endometrial complex: incompletely visualized in this examination, likely secondary to the heterogeneous myometrium. Imaged portion measures approximately 0.4 cm in thickness, not thickened. Right ovary: 2.1 x 1.5 x 1.5 cm, 2.4 cc, not enlarged. 0.9 x 0.6 x 0.5 cm complex cyst contains internal echoes. Left ovary: 2.5 x 2.3 x 1.7 cm, 5.1 cc, not enlarged. No abnormal cysts or masses. Pelvic fluid: none. Impression: enlarged heterogeneous fibroid uterus. Endometrial complex is incompletely visualized in this examination. Imaged portion of the endometrial complex is not thickened. Morphologically normal left ovary. Right ovary contains a 0.9 cm complex cyst; on an unknown date: findings: fibroid/s: subserosal fundal myoma posteriorly to the right: 2.8 x 2.4 x 2.1 cm. Increased in size. Intramural fundal myoma posteriorly in midline: 3.0 x 3.0 x 2.6 cm, new. Subserosal fundal myoma anteriorly: 2.6 x 2.2 x 2.1 cm. Midline subserosal myoma: 2.1 x 1.9 x 1.8 cm, new. Additional smaller fibroids are also present. Right ovary: the right ovary is not seen. This is because of the presence of fibroids and bowel gas. Simple cyst = 1.4 x 1.1 x 1.1 cm. Impression: multiple uterine fibroids. Many are new or increased in size since the prior examination of 2015. Small cyst, left ovary. Free pelvic fluid. Right ovary is not seen. Urine analysis - on an unknown date: 8.0: ph, ua. Appearance: cloudy. Crystals-present. Crystal type- calcium oxalate. Concerning injuries reported in this case the following one/ones were described in patient medical records : device expulsion it confirms events as pelvic pain, device expulsion, anxiety quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jul-2019: pfs and mr received: the case become an incident case. Events abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression and mental anguish, pain, device expulsion added. Medical history, historical drugs, treatment and concomitant drugs , lab data were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.